Manufacturer narrative:
Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction was occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the pediatric patient experienced a sensor error (documented in a different file). He experienced a severe allergic reaction; they went to the doctor on (B)(6) 2025 at around 12 in the afternoon. The skin reaction was with rashes, redness in the neck staring from where the patch was and blisters (extended to other body parts). The health care professional (hcp) prescribed an oral and topical steroid as well as allergy medication. No photo was provided. The patient stayed less than 24 hours at the urgent care. No other details were documented. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.